Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that he was in the emergency room due to a fever and high blood glucose. Customer stated that the up button sticks and has to do frequent battery changes. Customer also mentioned that new batteries are rejected.